Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that starting in (B)(6) 2016, the implantable neurostimulator was warm to the touch when charging and after charging. The patient felt intermittent shocks when the device was off. The patient noted having a possible fall; however the patient could not recall for sure. The implantable neurostimulator was overdischarged. The antenna locate feature was used to try and start a charge and the issue was not resolved at the time of the report. There were no interventions performed at the time of the report and there was no surgical intervention planned or performed.

Event description:
Additional information was received from the manufacturer representative reporting that the device reset resolved all problems at the time of the report on 2016-11-04.

Event description:
Additional information was received from the manufacturer representative reporting that the patient started experiencing warmth ay the battery site, the shocking sensation, and the device was overdischarged approximately 4 months ago. An impedance check was done and they were within normal limits. The cause of the battery site warmth had not been determined. In regards to the cause of the shocking sensation, patient reported falling right after the procedure but had not felt the shocking until several months later. The overdischarge was reported to be due to not charging. The patient had the symptoms of not having therapy. A device reset was performed and also the charger was reset.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.